Event description:
The affected individual was participating in training in the hazardous IV room with a designated trainer. Two additional pharmacy technicians were present in the room and witnessed the event. The affected individual and trainer entered the hazardous IV room at approximately 0830. Approximately two hours into training, the affected individual reported eye burning and asked whether this was expected. The trainer indicated that this was not expected and stated that the symptoms may have been related to peridox exposure, noting a strong odor in the room. No cleaning with peridox was occurring at the time, but the technicians follow usp 800 requirements, decontaminating the outsides of the chemo bags with peridox as they are passed out of the IV room and decontaminating their hoods between different compounds. The trainer advised the affected individual to leave the hazardous IV room and take a break. The affected individual exited the room, went to the restroom, washed their face and eyes, and then sat in a stairwell for approximately 20 minutes. The affected individual later returned to the hazardous IV room. After the trainer consulted with the pharmacist on duty, the trainer returned with an n95 mask and goggles for the affected individual to try. This occurred at approximately 1100. Within approximately 10 minutes of wearing the n95 mask and goggles, the affected individual reported worsening symptoms, including blurry vision while attempting to read IV labels during observation of chemotherapy IV preparation. The affected individual immediately notified the trainer that they intended to leave due to worsening symptoms. The affected individual went home, showered, and continued to experience heavy, burning eyes. The affected individual subsequently fell asleep. Upon waking at approximately 2100¿2130, the affected individual reported a severe headache and nausea. The affected individual contacted the inpatient pharmacy to report that they would not be reporting for work that evening and would be seeking evaluation in the emergency department. The affected individual was transported to the emergency department by a family member. In the emergency department, testing was performed. The affected individual reported being advised that poison control indicated symptoms were expected to improve with time, oral hydration, and rest. The affected individual was advised to drink plenty of fluids and rest for a couple of days before returning to work. Reported symptoms included eye burning, heavy eyes, blurry vision, severe headache, and nausea following suspected peridox exposure in the hazardous IV room.

Event description:
Additional information received on 6/4/2026 for report number mw5188315 to update the manufacturer to contec inc. And the procode to lrj.